Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 300 mg/dl, which was addressed with a manual injection. Reportedly, the customer reverted to manual insulin injections for alternate insulin therapy. During troubleshooting with tandem technical support the customer was able to load a new cartridge successfully.